Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "during a gynecological laparoscopic procedure, clinical staff observed that after the device had been powered on for a period of time, the temperature of the scope increased significantly from the handle to the lens, becoming excessively hot to the touch." No negative impact in state of health reported.